Event description:
Reporter stated the infusion device began to make noises and the display changed by itself. The customer removed and reinserted the battery, and the infusion device displayed an e8 power interrupt error and the buttons would not function. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).